Event description:
The facility representative reported a flogard infusion pump with a malfunction of "air". It is unknown when this condition occurred in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "air" was not confirmed during device evaluation. Service was able to run an infusion without issues. No cause was identified and no repairs were performed for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.